Manufacturer narrative:
A review of device history record (DHR) was conducted for product code bvt812030, lot# 551736. This lot was 100% inspected with no defects detected.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The distal balloon burst with 5cc on contrast.investigation of the returned device on (B)(6), 2013 found that the distal balloon was intact and had no evidence of having burst. The proximal balloon exhibited a small hole on the belly of the balloon. No injury or issue to the patient reported.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.